Manufacturer narrative:
The biomedical engineer (bme) reported that the spo2 readings from the gz transmitter suddenly dropped at the central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the gz transmitter: g7 monitor: model #: cu-172r. Serial #: (B)(6). Device manufacturer data: 06/01/2023. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit gave a "gas device error" message. The issue was discovered at setup.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit gave a "gas device error" message. They tried replacing the water trap and testing the unit on multiple bedsides, but the issue persisted. The problem was discovered at setup. Investigation summary: the reported device was sent in for evaluation and repair. During the evaluation, no physical damage or fluid intrusion was observed. The total operating hours of the original pump was recorded at 196. The reported issue was duplicated and confirmed during testing. The root cause was determined to be pump failure. The pump was replaced and after repair, the device operated within manufacturer specifications. Nihon kohden will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: g7 monitor: model#: cu-172r, serial#: (B)(6), device manufacturer data: 06/01/2023, unique identifier (UDI)#: (B)(4), returned to nihon kohden: na. Additional information: b4: date of this report. G3: date received by manufacturer. G6: type of report. H2: if follow-up, what type? H3: device evaluated by manufacturer? H6: event problem and evaluation codes. H11: additional manufacturer narrative. Corrected information: d1: brand name. D2a: common device name. D2b: product code. D4: model number. Catalog number. Primary unique device identifier (UDI) number. G4: PMA/510(k) number. (The above sections were updated to reflect the correct device information.).

Event description:
The biomedical engineer (bme) reported that the multigas unit gave a "gas device error" message. The issue was discovered at setup.